Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 8731 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2005; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that on may 16, it was expected to aspirate 4.9 ml, but 27 ml was actually aspirated. The patient stated her back pain had been increasing prior to this incident. A catheter dye study was done may 31 in which aspiration of catheter was unsuccessful. The patient would be undergoing catheter revision/pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a consumer via a company representative. Stated, that the patient will be having catheter revision. Additional information was received, from a consumer via a company representative. Stated, that the patient was scheduled for catheter revision surgery on (B)(6) 2024, because "it wasn't working¿. However, the surgery was postponed, because the patient had a pulmonary embolism six weeks ago. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting was not performed. Action/intervention: the issue was not resolved. The patient medical history was chronic pain. The patient was alive and no injury.